Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received via social media that the patient cannot walk well, stand up over a couple of minutes, and was having burning pain. The patient underwent an explant procedure.